Manufacturer narrative:
The insulin pump was received with an unresponsive keypad and a blank display due to a corroded keypad trace. Unable to confirm frozen screen and post-reset alarm due to blank display. Unable to perform the self test, and displacement test due to unresponsive keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error and keypad unresponsive. The customer blood glucose level was 219 mg/dl. The customer was not assisted with troubleshooting. Customer reports they were unable to clear the alarm. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states that there is no response from any button. Customer states the minutes do not changed. Customer was advised to monitor the time display. Customer stated that the device will be returned for analysis.